Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a caregiver discontinued use and eventually return of the ilet system after experiencing hyperglycemia, citing cgm readings perceived as falsely low and a meal after which insulin was not delivered, with the highest reported blood glucose of 580 mg/dl and alerts for readings over 300 mg/dl for more than 90 minutes; back-up insulin injections were administered and ketones were reported in the mid-range. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or lasting impact. Customer care provided support that included analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information regarding a specific device component or medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established.